Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2018. Since the procedure, the patient's ipg has been unable to communicate with external devices. Patient did not put ipg into surgery mode prior to the procedure. Multiple unsuccessful attempts were made to communicate.

Manufacturer narrative:
List correction/removal reporting number - the correct number has been added.

Manufacturer narrative:
Corrected data: (B)(4).

Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
Corrected information: report type was inadvertently entered as "malfunction" in previous additional reports and has been changed to "serious injury".

Event description:
Additional information received stated that the issue has resolved.